Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found an intermittent image due to faulty cable. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. However, the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no nonconformances were found related to this complaint. No further escalation is required. To mitigate the risk/harm to the patient, the instructions for use provides the following: "warning: if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an intermittent image problem. The issue was found during a diagnostic cystoscopy. No error codes were observed. There was no delay, and the procedure was completed using another device. No patient impact or adverse outcome was reported.